Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, air was continuously aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to return for laboratory analysis.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, air was continuously aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath was returned for laboratory analysis. It was further confirmed that the reported air was seen after the farawave catheter was inserted into the sheath and the physician was aspirating continuously air. No abnormalities were noted during preparation or use of the sheath. The irrigation method of the sheath was via a pump. The reported air bubbles were observed in the aspiration syringe. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath, air was continuously aspirated. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to return for laboratory analysis. It was further confirmed that the reported air was seen after the farawave catheter was inserted into the sheath and the physician was aspirating continuously air. No abnormalities were noted during preparation or use of the sheath. The irrigation method pf the sheath was via a pump. The reported air bubbles were observed in the aspiration syringe. No air was seen in the patient.